Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead was unable to be implanted. The lead was not used. The patient was stable.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece. Visual and x-ray inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification.